Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. Note: this event caused two injuries, please also see manufacturer report number 1628664-2019-00175 for the other patient.

Event description:
The customer observed a chemical reaction which caused an injury. The customers architect waste from four analyzers drain into one brass tube. The chemical reaction was likely due to pressure buildup with respect to its brass tubes and sodium azide. The pipe was cleaned with a wire brush. It came to a deflagration, in which the person carrying out the cleaning got chips in his hand, which were removed with tweezers and further treated.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Precipitate was observed on the outside of the brass/copper pipe which connects the waste pump of the instrument to the drain. The precipitate was located close to a thread in the brass/copper pipe. The person performing the cleaning used a wire brush to remove the precipitate and deflagration resulted. Labeling was reviewed and found to be adequate; the product safety data sheet (sds) contains information and advice regarding accumulation of azide in brass/copper waste pipes. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.